Event description:
During a remote follow-up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) channel. Technical support was contacted and external noise was the suspected cause of the event. No intervention was performed and the patient was stable and will continue to be monitored.